Event description:
It was reported that the patient that they believe the device was explanted too late. The patient experienced shortness of breath and weakness. The patient believed the symptoms were a result of the device being implanted beyond its service life. The device was explanted and replaced. The patient has not been experienced any symptoms ever since the device was replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case scratches on the header. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed except the battery usage for inductive telemetry. This is expected due to the low battery voltage.

Event description:
It was reported that the patient that they believe the pacemaker was explanted too late. The patient experienced shortness of breath and weakness. The patient believed the symptoms were a result of the device being implanted beyond its service life. The device was explanted and replaced. The patient has not been experienced any symptoms ever since the device was replaced. No additional adverse patient effects were reported. The device was returned for analysis.